Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving baclofen at 29.3mcg/day and morphine 20.93mg/day via an implantable pump. The indication for use was non-malignant pain. The patient reported that when the infusion home care nurse went to fill the patient¿s pump on december 9th, the nurse told the patient that she had a motor stall on (B)(6) 2021 at 2am and the code was ¿03¿ and the pump restarted at 3:15 am and the code was ¿1a¿. Additional information was received on 06-jan-2022 from the healthcare provider who reported that after they refilled the patient¿s pump today, she checked the logs and it looked like the pump had stall on (B)(6)2021 at 1:48 am and recovered that same day at 2:07 am. The healthcare provider brought the patient on line and it was ruled out with the patient that they did not have any emi or new equipment in their home. The patient stated the time of the stall is when she sleeps and she does not have her phone near her and the only thing she can think of is a heating pad.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.